Manufacturer narrative:
(B)(6). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 29 cm from the top of the connector to the break. The second piece measured approximately 286.5 cm from the break and includes the entire distal tip. There was no damage to the fiber face within sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam was bright, clear and scattered. Effective transmission could not be measured due to the broken fiber. The event of no energy cannot be confirmed because the fiber was returned broken into two pieces. Fiber broken is confirmed. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium lumenis 100 watt console. According to the complainant, during the procedure and outside the patient, the fiber did not fire upon laser activation after it was plugged into the laser unit. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted this event has been deemed a reportable event based on the investigation results; fiber broken. Additional information received on 24may2018 confirmed that the fiber was broken before shipment.